Manufacturer narrative:
The reported field event of diagnostic anomaly was confirmed in the laboratory. The device image was reviewed and a firmware issue was identified. The cause of the field event was a firmware issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the operating room for a device change out procedure, upon device interrogation capture test with radio frequency and want telemetry diagnostic issue was observed. Review of session records confirmed on going noise reversion during freeze capture. Device was removed and a new device was implanted. Patient was stable and will be monitored with routine follow up.